Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and functionally leak tested via gravity. A leak was observed at the air vent of the drip chamber, originating from a crack in the component. The reported condition was verified. The cause of this condition was unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set experienced a leak through the air vent. There was no patient involvement. No additional information is available.